Event description:
It was reported that pacemaker dependent patient presented with device exhibiting far p-wave oversensing. The recommended programming changes were made to device. No further issues have occurred.